Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained of losing stimulation coverage on the right side. The pt still has stimulation coverage on the left side and back. The pt stated she had been receiving effective stimulation coverage since she was implanted. A sjm representative met with the pt and attempted to reprogram the pt's scs system, however, the pt reported feeling the stimulation in her abdomen. All impedances were within normal range. X-rays have been ordered to further evaluate the issue.